Event description:
The home patient (hp) reported experiencing nausea and chest pains while using the homechoice cycler for apd therapy. Follow up with the hp reveals as a result of the nausea and chest pain the hp discontinued the hp's apd therapy early and went to the dialysis center for examination. Both the hp and the hp's healthcare professional (hcp) relate that a culture of the hp's effluent was taken, as peritonitis was suspected and the hp was given prophylactic antibiotic therapy. The prophylactic antibiotic therapy was immediately discontinued once the culture of effluent was revealed to have no growth. The hcp relates she does not attribute incident to the homechoice cycler but suspects that the hp may have had esophagitis. According to the hp, the hp has "raw areas" in the hp's esophagus and has experienced chest pain on previous occasions as a result. There was no patient injury or medical intervention.